Event description:
It was reported that the customer had a bolus anomaly on the insulin pump. The customer's blood glucose level was 196 mg/dl. The customer stated that she entered her blood glucose and 0 carbs for mid morning bolus, but the estimate screen did not appear. The customer was advised to monitor insulin pump and call back if issue happens again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.